Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx was implanted into the lad. It was reported that a grade b dissection occurred in the lad during the procedure. The dissection was caused by a non medtronic poba. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device but not related to anti-platelet medication.